Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad issue. Customer¿s blood glucose level was 145 mg/dl. Customer reported that the keypad was unresponsive. Customer reported that the number was not ramping on screen. Customer was assisted with troubleshooting. Customer was advised to discontinue the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.